Manufacturer narrative:
(B)(4). The device was not returned for evaluation. However, factors that can contribute to the difficulty deploying the stent include, but are not limited to, manufacturing, anatomical conditions; deployment technique and/or damage to the device deployment mechanisms (handle components/shaft lumens/ratchet). A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulty deploying the stent. The elongation of the stent likely occurred due to operational context. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the previously filed medwatch report, new information received indicates that there was no invagination of the artery. There was an invagination of the stent implant. The stent implant was confirmed to be deployed in the lesion with an arterial pulse with physician exercise and brachial ankle index. The stent delivery system was removed from the patient under fluoroscopy. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat the femoral artery. During deployment of the 5 x 200 mm supera stent there was a technical issue due to use error. This caused an invagination of the artery and elongation of the stent implant. Further manipulation of the stent delivery system while pushing the slider was able to release the stent which is deployed in the patient artery. No additional information was provided.